Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as leveen coaccess was used with a non bsc introducer set. (B)(4).

Event description:
It was reported that a puncture burn occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure in their liver. A rf3000 generator was used with the 3.0/15/15 leveen¿ coaccess¿. It was noted that the physician opted to use a non bsc introducer with the leveen needle instead of the coaccess. Ablation was performed; however it was aborted at the time as the patient sustained a 2nd or 3rd degree puncture burn. It was further reported that after the procedure, the patient experienced bleeding from the lesion and underwent the rfa procedure again. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the bleeding occurred 3 days after the first procedure.